Event description:
It was reported the patient presented to the emergency room after receiving inappropriate shocks for vf/vt episodes and experiencing syncope. The device did not recognize some of the vf episodes due to intermittent undersensing. Programming change was made on the device. The patient was being monitored in the hospital. No further information is available.

Event description:
The patient condition was stable after the programming change.